Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer report number: 1627487-2020-04027, 1627487-2020-04028. It was reported the patient experienced a shocking sensation with their scs system. In turn, the patient's entire system was explanted on an unknown date to address the issue.